Manufacturer narrative:
Additional information: a review of the records related to this equipment shows no failure detected. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There is not a recognizable adverse trend based on the trend review and risk evaluation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. There is no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Manufacturing record review and related documents related to the concomitant patient interface used during the event revealed that the disposable product was manufactured according to the specifications. The dfu for the concomitant product instructs the customer to inspect all parts for damage or disconnection and not to use damaged product. It also instructs the customer on how to assemble the product, and provides information for properly handling the product. No product deficiency and/or malfunction were identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Initial reporter - phone number (B)(6). Field service specialist (fss) visited account and checked the system with test cone and the flap was in tolerance. Fss opened 1 cone from the customer from the same lot number he used in the event since the actual cone was discarded. Flap was slightly thinner but within tolerance. Optical path through the lens readjusted. Perform annual pm and safety test. Checked system for all specifications and system meets all specifications. And is ready for use. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had a thin flap that during lifting it was tore. The programmed flap thickness was 105 microns - surgeons default setting. Excimer treatment was not done. Surgeon reported that photorefractive keratectomy may be needed in a few months.